Event description:
A malfunction was reported on a customer's pump, identified with malfunction code 16, leading to no adverse impact on the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. The customer agreed to use a backup insulin pump to maintain insulin delivery and was advised to program settings and connect their continuous glucose monitor to the new pump. The customer understood instructions for returning the faulty pump to avoid charges.